Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Externalized conductors on the rv lead were previously reported on (B)(6) 2016 in manufacturer report number 2938836-2016-05194.

Event description:
It was reported that the patient presented in clinic for routine follow-up. The patient reported feeling fatigued. Upon review, the right ventricular lead exhibited a loss of capture. The patient was supported with left ventricular channel pacing as the patient was pacemaker dependent. The rv lead was capped and replaced on (B)(6) 2018. The patient was stable during and post procedure.